Manufacturer narrative:
Eval summary: neither the complaint device nor the lot number was provided for investigation. Without the actual device used, we are unable to determine with certainty how the incident occurred. However, based on the info provided, it is feasible to suggest that during the placement and/or removal of the supplied guide wire, inadvertent contact was made with the needle bevel. It is also possible the coil may have become entangled with tissue, thus separating when force was used in an attempt to remove the device. We have a caution label attached that indicates, "withdrawal or manipulation of spring coil portion of wire guide through needle tip may result in breakage." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during our qc inspection.

Event description:
A cardiology fellow was attempting femoral access on a large male pt. He obtained access with the needle, but felt resistance when advancing the wire guide. He then attempted to remove the needle and wire guide together. The coiled tip of the wire guide unraveled and a small portion of the wire guide separated and remained in the pt. This portion of wire was not in the vasculature so a decision was made to leave the piece in the pt and monitor.